Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Low bg cause was not known. Customer suspended insulin to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline. Customer was discharged 2 days later with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.